Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock. Upon of weaning/removal, the impella inserted limb was found to have an iliac perforation that lead to ischemia. A stent was urgently inserted as treatment. The patient was also suspected as enduring hemolysis during support, therefore, haptoglobin was administered and the issue resolved.

Manufacturer narrative:
The impella device was discarded, therefore, a physical evaluation of this product cannot be completed. Should new information be obtained, a supplemental MDR will be filed.